Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified limit. The customer received assistance from technical support to reset the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.